Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer treated with a manual insulin injection. The customer reported a no delivery alarm from the insulin pump during bolus. The customer reported that the alarm was resolved by a compete infusion set change including the reservoir. The customer would like to return the reservoir of the insulin pump for analysis. No additional information was provided.